Event description:
Healthcare provider reported a left side rupture. Manufacturer of the device is unknown. The device remains implanted.

Manufacturer narrative:
Initial reporter (fax number): (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The device has been explanted.